Manufacturer narrative:
Received one device. The customer's reported problem, "alarms 41622", cannot be replicated report error. Found defect downstream occlusion sensor (dso). The probable cause of the report error is the motor flex sensor. Replaced motor flex sensor and dso sensor to resolve report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported device alarms 41622. There was unknown patient involvement, and no patient harm reported.